Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for 1 year and 9 months with no reported issues prior to the reported event. A definitive root cause cannot be determined but is not likely manufacturing related. The instructions for use (IFU) contains the following warnings: *do not use sharp instruments near the extension tubing or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter implanted on (B)(6) 2021. Device noted to be "ruptured" on (B)(6) 2024. Device was removed and replaced on same day.